Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was admitted to the hospitalized due to a worsening of parkinson¿s disease and to administer antibiotics for a peg site infection. The patient received tazocin 1g IV from (B)(6) 2022. On (B)(6) 2022, the patient was discharged from the hospital.